Manufacturer narrative:
Philips service replaced the mpd control unit and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system experienced intermittent start-up failure and required 3d calibration adjustments on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.